Event description:
The customer complained that the bed would not go into chair egress, and the head down would not work.

Manufacturer narrative:
The technician replaced the head down valve, which resolved the issue. The bed is operating within specification. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.